Event description:
It was reported that stent damage occurred. Upon unpacking a 16 x 2.75mm taxus¿ liberté¿ stent it was noted that the stent was damaged on the proximal part. The device was not used and the procedure was completed with a different device. There were no patient complications and the patient is listed in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with a mandrel inserted. The mandrel was removed to facilitate analysis and traces of blood were visible on the mandrel. A visual and tactile examination found no kinks or damage along the shaft of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. A visual examination of the stent confirmed that the struts at the distal end of the stent were raised and misaligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. Upon unpacking a 16 x 2.75mm taxus¿ liberté¿ stent it was noted that the stent was damaged on the proximal part. The device was not used and the procedure was completed with a different device. There were no patient complications and the patient is listed in stable condition.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).